Event description:
The physician successfully closed an arteriotomy site with a non-sterile, demo starclose device following an interventional procedure. The device had been left in a locked cabinet. It was labeled "not for clinical use" and the staff was instructed not to use the device. However, the device was used on the pt. The pt was administered prophylactic intravenous vancomycin and a white blood cell count was obtained. After the procedure the pt was discharged to home per usual protocol. The physician's plan of treatment is to closely monitor the pt for signs and symptoms of infection.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.